Manufacturer narrative:
This patient underwent transfemoral implantation of a 23mm edwards sapien transcatheter heart valve as part of the (B)(6) study on (B)(6)-2012. The valve was implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and (B)(4), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the heart block cannot be confirmed; however, in addition to the procedure itself, the patient's co-morbidities (chf and cad) and use of a beta-blocker (metoprolol) could have contributed to the event. No further actions are required at this time.

Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, after the valve was deployed the patient experienced intermittent episodes of bradycardia; heart rate was in the 30/40's. Several attempts were made to wean the patient off of the pacer post procedure however she was pacer dependent. The patient was sent to the post-op unit on the temporary pacer for observation and possible permanent pacer implant if needed. Additional information obtained for this case indicates the next day the patient developed third-degree atrioventricular (av) block and required placement of permanent pacemaker. The patient was discharged home in stable condition.